Manufacturer narrative:
An event regarding screw head fracture involving a specialty torx driver was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation.

Event description:
It was reported during a primary surgery, doctor was placing bone screw through the titanium cup for fixation. As he was tightening the screw, screwdriver head broke off. No delay in surgery.

Event description:
It was reported during a primary surgery, doctor was placing bone screw through the titanium cup for fixation. As he was tightening the screw, screwdriver head broke off. No delay in surgery.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.